Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irritable bowel syndrome, depression and multiple allergies. Concomitant products included alprazolam (xanax), cyanocobalamin (vitamin b12), lactulose, obetrol (adderall), propranolol, saccharomyces boulardii (florastor) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started copper iud at an unspecified dose and frequency. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), rash ("rashes "), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and pain ("all over pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal infection ("infection vaginal"), skin disorder ("skin conditions"), bladder disorder ("bladder problems/ change"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the alopecia and pain was resolving. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Abdominal x-ray - on (B)(6) 2014: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs added. The event physical injuries was updated with events: abnormal bleeding (vaginal), menorrhagia, infection bladder, infection urinary, infection vaginal, anxiety, depression, rashes or skin conditions, bladder problems/ changes, urinary problems, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, all over pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), autoimmune disorder ('autoimmune disease') and neoplasm malignant ('suspicious of cancer cell my pap is showing possible of cancer cell') in a 44-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included copper iud. The patient's medical history included dysmenorrhea, fatigue, infection nos, migraine and nausea. Concurrent conditions included overweight, irritable bowel syndrome, depression, multiple allergies, cervical dysplasia, epidemic vertigo, abdominal pain, lump feeling in throat, rectal bleeding, constipation chronic, stress incontinence, urinary frequency and menometrorrhagia. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), lactulose, propranolol, saccharomyces boulardii (florastor), venlafaxine and vitamin b12 nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started copper iud at an unspecified dose and frequency. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), nodular rash ("rashes/nodular rash on scalp and forehead comes and goes,skin eruptions"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain ("all over pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal infection ("infection vaginal"), skin disorder ("skin conditions"), bladder disorder ("bladder problems/ change"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems/ teeth hurt"), tremor ("tremors"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), muscle spasms ("muscle spasms"), dysuria ("constant urge to pee and some pain"), peripheral coldness ("my fingers and toes get like ice cubes"), autoimmune disorder (seriousness criterion medically significant), gingival disorder ("gum disorder"), toothache ("teeth hurt"), hyperaesthesia teeth ("very sensitive teeth"), sleep disorder ("fleeing so sleepy"), urine odour abnormal ("odor smell like fishy musk"), vomiting ("spitting up neon yellow mucus not green"), food allergy ("allergy to green beans"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pruritus ("itch on my skin"), dysgeusia ("nasty taste in mouth nasty taste in mouth coming up my throat"), hypoaesthesia ("numbness"), eye swelling ("swollen eyes"), eye pruritus ("itchy eyes"), sneezing ("sneezing") and throat tightness ("throat tightness") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and ablation on 2014). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, nodular rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, adenomyosis, endometriosis, muscle spasms, dysuria, peripheral coldness, autoimmune disorder, gingival disorder, toothache, hyperaesthesia teeth, sleep disorder, urine odour abnormal, neoplasm malignant, vomiting, food allergy, feeling abnormal, amnesia, pruritus, dysgeusia, hypoaesthesia, eye swelling, eye pruritus, sneezing and throat tightness outcome was unknown, the alopecia and pain was resolving and the tremor had not resolved. The reporter considered adenomyosis, alopecia, amnesia, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, eye pruritus, eye swelling, fatigue, feeling abnormal, food allergy, gingival disorder, headache, hyperaesthesia teeth, hypoaesthesia, menorrhagia, migraine, muscle spasms, nausea, neoplasm malignant, nodular rash, pain, peripheral coldness, pruritus, skin disorder, sleep disorder, sneezing, throat tightness, tooth disorder, toothache, tremor, urinary tract disorder, urinary tract infection, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: reporters, medical history were added. Added event tremors, endometriosis, adenomyosis, muscle spasms, constant urge to pee and some pain, my fingers and toes get like ice cubes, teeth hurt, gum disorder, very sensitive teeth, sleeping disorder, fleeing so sleepy, odor smell like fishy musk, suspicious of cancer cell my pap is showing possible of cancer cell, spitting up neon yellow mucus not green, allergy to green beans, brain fog, memory loss, itch on my skin, nasty taste in mouth coming up my throat, numbness, swollen eyes, swollen eyes, itchy eyes, sneezing, throat tightness. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), autoimmune disorder ('autoimmune disease') and cervix carcinoma ('suspecious of cancer cell my pap is showing possible of cancer cell') in a 44-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included copper iud. The patient's medical history included dysmenorrhea, fatigue, infection nos, migraine and nausea. Concurrent conditions included overweight, irritable bowel syndrome, depression, multiple allergies, cervical dysplasia, epidemic vertigo, abdominal pain, lump feeling in throat, rectal bleeding, constipation chronic, stress incontinence, urinary frequency and menometrorrhagia. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), lactulose, propranolol, venlafaxine and vitamin b12 nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started copper iud at an unspecified dose and frequency. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), nodular rash ("rashes/nodular rash on scalp and forehead comes and goes,skin eruptions"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain ("all over pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal infection ("infection vaginal"), skin disorder ("skin conditions"), bladder disorder ("bladder problems/ change"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), the first episode of toothache ("dental problems/ teeth hurt"), tremor ("tremors"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), muscle spasms ("muscle spasms"), dysuria ("constant urge to pee and some pain"), peripheral coldness ("my fingers and toes get like ice cubes"), autoimmune disorder (seriousness criterion medically significant), gingival disorder ("gum disorder"), the second episode of toothache ("teeth hurt"), hyperaesthesia teeth ("very sensitive teeth"), somnolence ("fleeing so sleepy"), urine odour abnormal ("odor smell like fishy musk"), vomiting ("spitting up neon yellow mucus not green"), food allergy ("allergy to green beans"), feeling abnormal ("brain fog"), amnesia ("memory loss"), pruritus ("itch on my skin"), dysgeusia ("nasty taste in mouth nasty taste in mouth coming up my throat"), hypoaesthesia ("numbness"), eye swelling ("swollen eyes"), eye pruritus ("itchy eyes"), sneezing ("sneezing"), throat tightness ("throat tightness") and procedural pain ("I was in so much pain") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and ablation on 2014). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, nodular rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, adenomyosis, endometriosis, muscle spasms, dysuria, peripheral coldness, autoimmune disorder, gingival disorder, the last episode of toothache, hyperaesthesia teeth, somnolence, urine odour abnormal, cervix carcinoma, vomiting, food allergy, feeling abnormal, amnesia, pruritus, dysgeusia, hypoaesthesia, eye swelling, eye pruritus, sneezing, throat tightness and procedural pain outcome was unknown, the alopecia and pain was resolving and the tremor had not resolved. The reporter considered adenomyosis, alopecia, amnesia, anxiety, autoimmune disorder, bladder disorder, cervix carcinoma, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, eye pruritus, eye swelling, fatigue, feeling abnormal, food allergy, gingival disorder, headache, hyperaesthesia teeth, hypoaesthesia, menorrhagia, migraine, muscle spasms, nausea, nodular rash, pain, peripheral coldness, procedural pain, pruritus, skin disorder, sneezing, somnolence, throat tightness, tremor, urinary tract disorder, urinary tract infection, urine odour abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight increased, the first episode of toothache and the second episode of toothache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. Reporter information was added. New event "I was in so much pain" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a 44-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irritable bowel syndrome, depression, multiple allergies, cervical dysplasia, epidemic vertigo, abdominal pain, lump feeling in throat, rectal bleeding, constipation chronic, stress incontinence, urinary frequency and menometrorrhagia. Concomitant products included alprazolam (xanax), cyanocobalamin (vitamin b12), lactulose, obetrol (adderall), propranolol, saccharomyces boulardii (florastor) and venlafaxine. On an unknown date, the patient started copper iud at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), nodular rash ("rashes/nodular rash on scalp and forehead comes and goes,skin eruptions"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and pain ("all over pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal infection ("infection vaginal"), skin disorder ("skin conditions"), bladder disorder ("bladder problems/ change"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, nodular rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the alopecia and pain was resolving. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, nodular rash, pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.